Event description:
Customer tested on forearm and had a result of 108 with freestyle meter. Caller did not feel well and fainted. A second unknown meter brand was used with a resulting blood glucose reading of 23. Test was conducted on finger tip. Glucose tablets were administered and caller revived.